Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device in question may have caused or contributed to the events as alleged. Reaction is listed in the IFU as a possible complication. A review of the manufacturing records is in process; when complete, a supplemental MDR will be sent to document the findings. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Discarded by user.

Event description:
The following was reported to davol: it has been reported that immediately following the implant of a ventralight st w/ echo device on (B)(6) 2015, the patient developed a solid refractory peritonitis with intestinal atony, threatening abdominal compartment and increase crp. Two days later the patient underwent a laparoscopy due to suspicion of intestinal lesion, however there was no evidence found. The mesh was explanted and an abdominal wound vac was placed. On (B)(6) 2015 the patient underwent a secondary abdominal wall closure and repair of five hernias. It is reported that the physician suspects a possible reaction to the hydrogel coating of the mesh.

Manufacturer narrative:
This is an addendum to the initial MDR to report the findings of the manufacturing records review. The review found that the lot was manufactured to specification. Based on these results there are no changes to the initial report conclusion. The results of this investigation remain inconclusive.